Manufacturer narrative:
Samples received: client not attached sample. Preliminary analysis: inventory review: the stock was reviewed and it was verified that to date we do not have available units of this product code and lot in reference. Background: to date no additional reports have been received for this cause from other clients, involving the dafilon suture. The batch manufacturing records were reviewed, this product had a normal process and the results during the process meet the surgical requirements of b. Braun. The sterilization process was normal and the sterilization control results are correct. We have a sterilization method with ethylene oxide which is validated for this product, therefore the results are reliable, reproducible and accurate. Enclosed we send the corresponding lot certificate. It should be noted that in the dafilon insert, section method of action, a minimal inflammatory tissue reaction is expected followed by gradual encapsulation of suture material by connective tissue. Although a non-absorbable suture, the progressive action of the body's enzymes "in vivo" eventually causes a gradual loss of the tensile strength of the dafilon suture. Beyond this minimal tissue reaction, to date no side effects have been described, when the material is used according to the recommendations of use. The dafilon suture should not be sterilized and stored at room temperature (below 30 ° c). Do not expose to extreme temperatures. Conclusions: it is not possible to do an adequate analysis, since we do not have available units in our stock; however, we note this incidence and if any sample is received in the future, we will reopen the case. Please note that when samples are not received, our analysis is very limited.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: colombia. It was reported that a patient who had an adverse reaction to the suture during a plastic surgery procedure, according to the customer it reaction occurred in different patients, the institution had traceability of them protocols and it was observed that the only thing changed on that period was the kind of suture. They are asking for a response from the quality department about the analysis of the reported suture in order to clarify the root-cause of the reaction. Adverse reaction: inflammation, dehiscence, irritation. There is no affront of the two leading and trailing edges of the skin. There is no good healing process.